Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in an unknown procedure. According to the complainant, the physician feels the "quality of the steel is poor," the basket "no longer holds stone tight, and only lasts one pass." Specific patient and procedure information is reported to be unavailable.